Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a contralateral aortic stent was placed to address an aneurysm. An 18f manta was then deployed for closure in the left common femoral artery. The vasculature was 6.9mm, no calcification or tortuosity, and deployment depth measured at 4+1. Activated clotting time was 309 midways thru the procedure, 8,000 units of heparin were given, and no protamine was administered. Manta deployed without complication; post-angiograms indicated clear. Several days later, the patient presented with a cold leg. An occlusion was discovered in the iliacs and the surgeon proceeded with a cut-down. During the cut-down the surgeon observed a clot at the manta site within the common femoral artery. The clot was extricated, and the patient recovered fine. The root cause of the thrombus formation post-closure is unknown but possibly to have been due to trauma that may have incurred during the procedure or by the manta closure device. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery, thrombosis formation or embolism. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: deep vein thrombosis. Procedure requirements: activated clotting time (act) should be below 250 seconds prior to closure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tavr case went normally with a manta closure on (B)(6) 2021. Post angio was fine. After the tavr they needed to do an aortic stent because of a aneurysm (they went up the opposite side.). Patient was discharged, a day or so, later came back with a cold leg. The physician found an occlusion in the iliacs. Cut down to surgically fix that and then also noticed a clot at the common femoral at the site of the manta. They remove the clot and patient is doing fine. It is notable that the patient had a 25% ejection fraction. Notes from the procedure: rfa vessel size: 7.0 and lfa vessel size: 6.9. Heparin: 8,000. Act: 309 mid case. Bp: 146/85. Protamine: no. Manta deployment: smooth. Post angio: clear.